Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 3.00x32mm liberte bare stent was advanced to the circumflex artery (cx) but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was damaged. No patient complications were reported with the patient's current condition listed as "stable". Additional information was requested but is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)